Event description:
It was reported that pump experienced malfunction with code displayed as malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions from technical support, and successfully reset pump, and no additional outcome information was provided.